Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be identified although it was confirmed that the black material was silicone-based and the brown material and the fiber-like material were cellulose. It is presumed that the brown material was a piece of wood and that the fiber-like material was from cloth or gauze. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing, the electrical conduit was being manually cleaned when an air and water supply failure occurred with the evis lucera gastrointestinal videoscope. The customer noticed a clog, and the syringe could not be pushed; air/water would not flow. The customer tried cleaning the device by immersing it in an enzyme-based neutral detergent, but nothing came out; there was no improvement. The device had been used in a procedure previously, which was completed without any problems. There were no reports of adverse effects on the patient. The device was not used in any procedure after the reported issue. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material clogged in nozzle. The following finding was also observed during the device evaluation, however is considered non-critical and therefore does not present a potential for harm; there was chipping of bending rubber adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.